Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had an episode lasting 1h35mn of oversensing intervals of 125 msecs, 3 days post implant. It was reported that the patient had underlying rhythm of 35 bpm and appeared to be asymptomatic. This was picked up at the first month follow-up, at which time all checks were fine and the device was pacing and sensing appropriately. Additional information was received indicating that the patient did not undergo any other treatment whilst remaining an in-patient following the device implant.

Manufacturer narrative:
(B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that a patient had an episode lasting 1h35mn of oversensing intervals of 125 msecs, 3 days post implant. It was reported that the patient had underlying rhythm of 35 bpm and appeared to be asymptomatic. This was picked up at the first month follow-up, at which time all checks were fine and the device was pacing and sensing appropriately. Additional information was received indicating that the patient did not undergo any other treatment whilst remaining an in-patient following the device implant.